Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2021-01291. The serial number (B)(6) and catalog number 63900000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2021-01291 for full reporting of this event.

Event description:
This is a duplicate of MFR report # 0001831750-2021-01291.

Event description:
It was reported that the power load dropped a patient loaded cot when coming out of the ambulance. It was reported that a caregiver injured their back when this occurred, further injury details were not provided. The patient was not harmed during this event.